Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 635 mg/dl. The customer experienced symptoms such as nausea and feeling sick. The customer was treated with manual injection. Customer did not alleged insulin pump was under delivering. Customer declined to troubleshoot for high readings. Self test was performed and it was completed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.